Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that srom nrhfem w/pin sm rt 66x62 and lps univ tib hin ins sm 31mm were involved in a reported event during a knee surgery. The patient underwent revision surgery due to a suspected fracture of the hinge femur implant, specifically at the boss where the hinged femur attaches to the femoral sleeve at the morse taper locking interface. A large portion of the fractured implant remained lodged in the universal femoral sleeve, necessitating removal of both the sleeve and stem. Additionally, a packaging issue was noted with the lps univ tib hin ins sm 31mm implant, as its inner packaging was cracked; the implant was used because no alternative was available, and the previously intended implant was dropped. The srom nrhfem w/pin sm rt 66x62 was implanted, and the lps univ tib hin ins sm 31mm with damaged packaging was also implanted. There were no reported patient consequences or injury related to the packaging event, but the implant fracture required corrective invasive surgery for device revision and replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 (concomitant).